Event description:
It was reported that after centrifugation of patient sample in bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes they have noticed a film on the top. As a result it has cause high troponin readings. The following information was provided by the initial reporter: customer is reporting that they have noticed a film on top of the pst tube, item 367960 after centrifugation, on top of the supernatant. As a result, it has been causing high troponin readings.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.